Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the healthcare provider (hcp) told them to call the manufacturing company because the device needs to be check to make sure it is working properly. As a result of what was reported, the family member was redirected to the hcp. The call center reviewed manufacture representative (rep) role with the caller, but the caller disconnected before the call center could obtain additional complaint information. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: when asked to clarify what was meant by" the device needs to be check to make sure it is working properly" the hcp responded that patient was getting recurrent utis, no cause was found, but not related to the device. The patient had a negative cystoscopy, and the plan was to turn off the device and then turn it back on to evaluate the benefit. No further complications have been reported as a result of this event.